Manufacturer narrative:
The impella cp was discarded by the customer, therefore, the root cause of the limb ischemia and amputation was unable to be determined. A review the device history record found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot. All introducers in this lot passed all inspection. No corrective action is recommended at this time as the root cause was unable to be determined and the failure mode was determined to have a low risk index. Failures of this type will continue to be monitored for trends.

Event description:
The complainant reported a (B)(6) male caucasian presenting with acute myocardial infarction and cardiogenic shock. Patient's initial therapy was received via intra-aortic balloon pump and escalated to the impella cp pump via left femoral artery. During treatment, patient's leg became "cooler" and it was suspected that a thrombotic event was occurring and had led to closure of femoral artery. Pump was removed, however, it was reported that patient's leg required amputation. Patient's was placed on alternate therapy via ECMO and patient was noted in stable condition.